Manufacturer narrative:
E1 to be continued: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the insulation chip fell during a therapeutic endoscopic submucosal dissection procedure involving an olympus single use electrosurgical knife.there was no patient injury reported.